Event description:
The following was reported: "one year and a half ago, dr (B)(6) implanted a metal on metal cup on a pt. The pt complains about noise, apparently people hear him from a far distance when he stands up or sits down. Don't know exactly all causes linked to that revision. Plan "a" is to replace component with a "maxera." Pt will also have a primary hip arthroplasty on the other side." Revision surgery is scheduled for (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the devices be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).